Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown amount of insulin during the load sequence. At the time of reporting no action had been taken to address the issue. Customer¿s blood glucose value was 234 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.